Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the device was pre-fired and engaged in interlock with the jaws open. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the 2nd firing for thoraco/lobectomy, the surgeon tried to fire the device to vessel, however could not squeeze the handle at all. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.